Event description:
Customer reported getting a high reading (175mg/dl) from her freestyle flash blood glucose monitor. Customer then administered herself with 4 extra units of insulin and went to bed. Customer reported she had one episode of seizure and was treated with glucose gel by her husband. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A follow-up report will be filed once investigation results are available.